Event description:
During a tlif with posterior fusion, while trying to remove the trial from the surgical space, the threaded distal tip of the calix inserter broke off within the calix 6mm trial. This caused a 45 minute delay while the surgeon removed additional lamina in order to remove the trial. There was no patient injury due to the incident.